Event description:
Pt reported never having therapeutic effect following implantation of the device. The trial procedure had been successful.

Manufacturer narrative:
(B) (4). Reason for the late MDR is due to the implementation of a process improvement.